Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via email that an ar-3638 knotless fibertak when passing the repair stitch, the setting portion of the anchor just slipped right out of the pilot hole. This was discovered during a meniscus centralization on (B)(6) 2023. Additional information requested. Additional information provided 08/03/2023: the case was completed by using a 2.9 pushlock. The procedure did take about 15 minutes longer. The device was discarded, and no images or video are available.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed misuse due to improper bone preparation; misaligned insertion; or prying/leveraging during insertion.